Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since implant, the therapy hadn't really done anything to help the patient's symptoms. The patient reported they had the implant for strong contractions and that they had the implant placed to reduce the contractions however when the contractions were reduced from the therapy, they didn't have any bladder control/they couldn't hold their bladder. They had to also catheterize because they couldn't empty their bladder. Patient services attempted to clarify if the need to self-catheterize had been part of their underlying urinary dysfunction however the patient did not clarify. They only stated that they've tried everything and nothing helped. The patient stated as a result, their managing health care provider (hcp) told the patient they would replace the system with newer implanted system and thus the patient had the system replaced on (B)(6) 2021. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Please note that this device was used in an off-label manner, as it was implanted for strong contractions . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient responded in the letter that they did not experience urinary retention prior to the device and that their retention has worsened because of the device or therapy. When asked how it was worsened they replied that the higher the number, the more they retain. Catheterization was not their standard of care prior to the device. When asked what steps were taken to resolve the issue they reported that they "turned down device - have strong contractions." The issue has not yet been resolved. The current status of their device is still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.